Event description:
Patient scheduled for CABG. Patient had episode of chest pain. Unable to do EKG due to EKG machine failure. Battery failed and would not record or print due to failure of the battery.